Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 750 mg/dl. Cause of high bg was not known. Customer administered a manual injection to address the issue and went to the emergency room with high ketones that were identified as life threatening by a health care provider. Customer was subsequently admitted to the intensive care unit with diabetic ketoacidosis and treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Customer declined further troubleshooting with tandem technical support and declined to provide further information.